Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2006. Following the procedure, it was found that the pt had experienced an unrecognized rectal injury. The pt has since had a colostomy and multiple other surgeries. No further info was available.

Manufacturer narrative:
Date sent to the FDA: 09/15/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.